Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, the patient became hypotensive when a perforation and subsequent cardiac tamponade occurred, which was diagnosed via ultrasound and fluoroscopy. The perforation occurred in the left atrial roof. A pericardiocentesis was performed in order to stabilize the patient. The procedure was completed and there were no performance issues with the ablation catheter. The physician alleged the reported pericardial effusion was caused by too high of a contact force when the patient coughed.